Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture. Additional that the physician was putting a stylet down the atrial lead as physician was using a laser to extract the fractured right ventricular (rv) lead and noticed on fluoroscopy that the stylet broke through the lead body somewhere in the subclavian vein. This lead was surgically explanted and replaced. The lead will be returned. No additional adverse patient effects were reported.